Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that on (B)(6) 2014, gamma3 surgery was performed. Then, extraction surgery was performed due to infection on (B)(6) 2015. The fracture union was confirmed.